Event description:
Customer reported observing low volume in well h3 when performing the ot htlv I/ii elisa using summit handler. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the complaint. The tip clamp mounting post in position 3 was replaced as a precaution. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.